Manufacturer narrative:
Device was received in normal range of operation. Device image analysis indicated no anomaly. Further analysis did not find any anomaly and battery voltage was still within normal operating range. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced systemic inflammatory response syndrome and the pacemaker was explanted.